Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the irrigation tubing was kinked; therefore poor irrigation occurred and the anterior chamber was unstable during a cataract procedure. The product was replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
This is the third complaint for the finish goods lot; however, the first for this issue. The device history record review shows the order was built and released per specification. The returned used sample was visually inspected and no bend in the tubing was found. The sample was and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that this sample met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).